Event description:
The recipient attended for a regular follow-up session, where affected channels were seen during in situ testing. Further proceedings are currently unknown.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. No information on possible further steps has been received.

Event description:
The recipient attended for a regular follow-up session, where affected channels were seen during in situ testing. Further proceedings are currently unknown.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The recipient attended for a regular follow-up session, where affected channels were seen during in situ testing. The recipient has been re-implanted.

Event description:
The recipient attended for a regular follow-up session, where affected channels were seen during in situ testing. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. In addition, during explantation surgery, it was observed, that the electrode array was completely out of cochlea. This is a final report.